Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was flickering and appeared dimmer than usual and intermittently unresponsive. There was no reported adverse impact to the customer. Reportedly, customer continued to use the pump for insulin therapy.